Event description:
The device was later explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that about a month prior this pacemaker displayed less than six months remaining longevity with a magnet rate of 90. At a recent check the magnet rate was still 90. This patient was device dependent and reported to be very hard to follow and the caller was concerned with the remaining longevity information. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.